Event description:
It was reported that the patient with this right atrial lead experienced a syncope episode. Upon review the ability to capture from the right atrial channel could not be confirmed. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.